Event description:
It was reported that during a da vinci assisted pulmonary wedge resection, universal surgical manipulator (usm) 4 moved on its own while the customer was troubleshooting an energy issue. The usm moved and injured the chest wall which caused bleeding. The technical support engineer (tse) noted that the usm had a long bipolar grasper installed and was being controlled by the surgeon at the time of the call. Also, it was confirmed that the customer was not performing an instrument exchange at the time of the call. The bleeding was controlled with cautery and the procedure was completed robotically.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A site visit was performed, and the customer reported event was unable to be recreated during testing. An advanced brake test was performed, and no trouble was found. The brakes held in all directions. A system log review did not reveal any system errors that would have caused or contributed to the reported event.